Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to due to poor contact at the electrical contact points, as a result of the video connector becoming submerged and corroded during handling; thus, causing a malfunction in the electronic components. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a b30 scope communication error. This issue occurred during inspection for use for a diagnostic procedure under sedation. The intended procedure was completed using a backup device. There were no reports of patient harm.